Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an issue with occlusion. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, including disconnecting tubing, delivering boluses, and loading a new cartridge. However, occlusions continued and a replacement pump was sent to the customer to resolve the issue.